Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: the lot was manufactured between august 17, 2021 - august 18, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) 10 ml underinfused. It was further reported that the device had over 60% of the infusion left in the pump. The device was filled with flucloxacillin 8g in 230ml sodium chloride 0.9%. It was further stated that the clamp was open, there was no kink in the line, and there were no issues with the PICC (peripherally inserted central catheter) line. The issue was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.